Event description:
In 2008, the lay-user/patient contacted lifescan alleging an inaccurate high reading and inaccurate control high with onetouch ultra 2 meter. The mas was able to correspond with the patient by telephone on june 19, 2008. This complaint is classified based on the additional information obtained from the patient. The patient tests her blood glucose 3 times a day, before meals. The patient manages her diabetes via actos 30 mg in the morning and glipizide 5 mg at night. The patient stated that the alleged issue began on three days prior to original date around 8 pm. During that time, the patient reportedly was getting readings of "170 mg/dl and 200 mg/dl" on the subject meter. She reportedly took no diabetes treatment actions following the issue. The patient stated that she experienced symptoms of "sweaty, clammy and jittery" after the reported issue began on the same day at an unknown time. The patient did not have a back up meter and did not test on any other meter during the symptoms. The patient stated that after she took some rest, her symptoms were relieved. The patient also stated that on the day after the original date at 9:30 am, she consulted with her doctor. She tested "98 mg/dl" on the doctor's meter and within minutes of each other on the subject meter she obtained a reading of "128 mg/dl." Based on the statistical methodology, the reported readings (98 and 128 mg/dl) were within the lifescan's criteria for accuracy and precision. The patient reportedly obtained additional 2 different (unknown) medications for diabetes. During the troubleshooting, the customer care advocate (cca) found out that the patient was using the correct testing technique and the meter was set to the correct unit of measurement. When cca walked the customer through the control solution test, the results were within the control solution range. The cca also found out that the patient was using the incorrect testing technique for control solution test. Replacement products were sent to the patient. This complaint is being reported because the reporter alleged the meter was reading inaccurately high and after the reported issue began, the patient reportedly felt symptoms that can be indicative of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.